Event description:
It was reported that during a gastric sleeve procedure, the reload didn't fire, and 4 different reloads didn't fire. The device was reported because all of the reloads were fired in a defect way. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
A complete analysis could not be performed due to partial lead returned measuring 19.5 cm from the connector pin. The damage found was sustained during the surgical procedure.

Event description:
Noise was observed on the egm. Lead fracture was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.